Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was in use on a patient. The root cause of the problem was due to the reference voltage being incorrect. As a result, the unit was replaced. There was no patient or user harm.

Event description:
Dear (B)(6), user reported "cuff system leakage" alarm keeps showing. Software of intellicuff has already been upgraded to 1.0.3.1. Tried to run the intellicuff after calibration was done. First set the target pressure to 30cmh2o and remove the cuff tubing to simulate the leakage situation. "Cuff system leakage" alarm is shown, which is normal. However, when I reconnect the tubing, the pressure has already returned to 30cmh2o (same as target pressure), but the alarm keeps showing and cannot disappear. I repeat the leakage simulation for several times under different target pressures (20cmh2o, 30cmh2o, 50cmh2o), the alarm still exists even the pressure reach the target pressure that I set. May I ask for the reason and solution? Thank you. Best regards, (B)(6).